Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 she received a higher reading from her adc freestyle libre sensor than she felt. She further reported that after receiving the reading of ¿approximately¿ 13.0 mmol/l (234 mg/dl) she self-administered three doses of 2 units of novorapid insulin, then began to feel ¿cold sweats¿ and subsequently lost consciousness. Paramedics were called and upon arrival they initiated an intravenous infusion of glucose. Customer reported capillary results of 2.0 mmol/l (36 mg/dl) and ¿later¿ a reading of 5.0 mmol/l (90 mg/dl) ¿after IV treatment¿ was received on an unspecified device. Customer noted she additionally self-treated with food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 she received a higher reading from her adc freestyle libre sensor than she felt. She further reported that after receiving the reading of ¿approximately¿ 13.0 mmol/l (234 mg/dl) she self-administered three doses of 2 units of novorapid insulin, then began to feel ¿cold sweats¿ and subsequently lost consciousness. Paramedics were called and upon arrival they initiated an intravenous infusion of glucose. Customer reported capillary results of 2.0 mmol/l (36 mg/dl) and ¿later¿ a reading of 5.0 mmol/l (90 mg/dl) ¿after IV treatment¿ was received on an unspecified device. Customer noted she additionally self-treated with food. There was no report of death or permanent injury associated with this event.